Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator stand was missing a locking mechanism on the wheel. The device was not in clinical use when the issue occurred; the device was swapped with a different ventilator. There was no patient or user harm reported. A replacement wheel was ordered and upon arrival, it was replaced to resolve the reported issue.